Event description:
It was reported that the customer experienced ongoing intermittent blood glucose (bg) levels of 200-400 mg/dl. Reportedly, the customer was using admelog within their pump supplies. Customer administered a bolus via the pump and performed a supply change to address the issue and went to the emergency room. Tandem technical support (tts) educated the customer regarding off-label insulin. Customer declined troubleshooting with tts and declined to provide further information. Date of event is approximate.

Manufacturer narrative:
Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.